Event description:
Event determined to be reportable based on analysis approved 06/14/2007: it was reported that during a percutaneous coronary interventional (pci) procedure, the catheter was unable to cross the lesion. The lesion was located in the left circumflex (lcx) artery. The 2.75mm x 28mm taxus liberte stent delivery system (sds) was advanced, however, the catheter was unable to cross the lesion. It was not known how the procedure was completed. The patient's status is reported as "good". Returned device analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device noted that only the stent was returned for analysis. The stent was completely flattened and stretched throughout. No additional product analysis or external evaluations were performed. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause was unable to be determined.